Event description:
It was reported that during a breast biopsy, it was noticed that the green cable on the holster has exposed wires. There was no patient consequence reported, the case was completed using the st holster.

Manufacturer narrative:
Evaluation summary: analysis site confirmed customer complaint of the green cable issues. The e-clip was damaged during disassembly. To correct the customers complaint the analysis site added heat shrink tubing and replaced the e-clip. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.